Event description:
Pt with history of breast ca, mastectomy with reconstructive surgery and placement of gel breast-implants bilaterally was preformed in 1979. Pt now presents for revision of reconstructive surgery; it is noted that she has a contracture of the right breast tissue prior to surgery; upon removal of gel breast implants, the right implant was noted to be ruptured, the left gel implant was intact. Implants were removed and replaced during the revision surgery without difficulties.